Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), arrhythmias and conduction system defects (which may require a permanent pacemaker) are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Slow heart rates or bradycardia have many potential causes including disturbances in automaticity and conduction, medications including general anesthesia, electrolyte imbalances, advanced age, and cardiac diseases. If this cannot be managed with medication, permanent pacemaker implantation may be necessary. In this case, the exact cause of the worsening bradycardia post procedure and subsequent ppm implant cannot be confirmed. Procedural factors (pressure from the implanted valve on cardiac structures), in addition to patient factors (advanced age, mild valvular calcification, mild aortic root calcification, lvot/subannular calcification, pre-existing chronic bradycardic atrial fibrillation (a-fib), rbbb) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4) and through the (B)(4) case registry, during a transapical tavr procedure, a 23mm sapien xt valve was successfully deployed in the intended position. On postoperative day (pod) 1, the patient¿s pre-existing bradycardia became ¿advanced¿. The patient was medically managed and monitored, but no improvement was observed. On pod25, a permanent pacemaker was implanted. At the time of this report, the patient¿s condition was reported to be ¿recovered¿. Per medical opinion, the relationship of the implanted valve to the worsening of the bradycardia is unknown; however, the event was thought to be related to the procedure. The native annular diameter measured 16.5mm by tte and 16.8mm x 24.9mm by CT with a valve area of 327mm2. Mild valvular calcification and mild aortic root calcification was reported. ¿lvot / subannular¿ calcification was also reported.